Event description:
It was reported via repair work order that the patient head left side rail function was intermittent due to faulty wiring harness. It was further reported that the motion interrupt pan was broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: repaired and returned device for electrical issue. Tech shipped motion interupt pan that customer agreed to install.